Event description:
Manufacturer follow up with the treating neurologist and surgeon revealed the patient has not been seen by either office since the generator replacement surgery on (B)(6) 2012. The patient did contact the surgeon to request antibiotics, but could not come to the office to be assessed and so was referred back to her primary care practitioner. Follow up with the primary care practitioner revealed the patient was seen on (B)(6) 2012 and was given a prophylactic prescription for bactrim antibiotics. The generator site was slightly red and this was felt to be due to the recent surgery and not likely an infection, and the antibiotics were prescribed prophylactically. It was unknown if any trauma had occurred. The patient has not been seen since that time.

Event description:
Reporter indicated her vns generator site was red and puffy and she felt it may be infected. The reporter had recently had vns generator replacement surgery performed on (B)(6) 2012. The reporter was advised to follow up with her surgeon. Manufacturer follow up with the surgeon's office revealed the patient did notify the surgeon, but was unable to come in to be assessed and so was referred back to her neurologist. The reporter has not been seen by the surgeon since the (B)(6) 2012 surgery. Attempts for further information from the treating neurologist and device information from the hospital are in progress.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.